Event description:
Crew responded to a cardiac arrest, patient asystolic on arrival. CPR was started, ECG electrodes were attached to the patient, during CPR the device stated "check patient". The device operator charged the hard paddles in preparation to deliver a shock to the patient. Reportedly, the device would not deliver a shock, the buttons on the hard paddles did not appear to respond. The device operator manually disarmed the device by disconnecting the paddles. At that point resuscitation efforts were stopped as the patient's rhythm was still asystole. The reporter stated the patient's outcome was not a result of device operation. The reporter's opinion was based on an assessment of the patient's viability, due to the lack of response to resuscitation efforts and the persistent asystole condition.